Manufacturer narrative:
(B)(4).

Event description:
The user is questioning the presence of an artifact during a patient use event. The patient did not survive.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.